Event description:
It was reported the handle, paper drawer, door on side, and back door need to be fixed. It was also reported the programmer has a broken handle and rear storage compartment. The programmer was returned for repair. It was analyzed and tested out of specification. No patient complications were reported as a result of this event.

Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed that the upper case handle was broken. It was also noted that the media bay door was missing the latch tab, the back power cord door latch tabs were broken off, the link electronic module (lem) circuit board had a loose electrocardiogram (ECG) connector, and the keyboard latch was broken. (B)(4).